Event description:
Patient had gallbladder surgery using the ethicon, ligamax 5 mm clip applier. The surgeon had significant difficulty getting the applier to open and release clamp placed on tissue. A second ligamax 5 mm clip applier was then used but the surgeon encountered the same problem. On (B)(6) 2010, the patient was readmitted to the hospital with sepsis. She was transferred to a tertiery hospital in which a biliary stent was placed. The devices were given to the representative from ethicon who related that the company had experienced other problems with the same type of device. It was believed that in attempting to disengage the device the biliary duct was lacerated. Dates of use: (B)(6) 2010. Diagnosis or reason for use: chronic cholecystitis. Event abated after use stopped or dose reduced?: yes. Event reappeared after reintroduction?: no.